Event description:
According to the reporter, it was found that the pressure of the endotracheal tube's cuff was very low, which indicated a leak in the cuff after intubation. The patient was immediately reintubated. However, the leak in the cuff prolonged the treatment time and increased the risk of treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.